Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05397. The pt received her percutaneous lead and lead extension on (B)(6) 2011. It was reported the pt was not getting stimulation in her leg. The bottom 6 electrodes created a tight, painful sensation in her lumbar area. The top 2 electrodes gave stimulation in her left side and rib area. X-rays were taken and showed lead migration. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.